Manufacturer narrative:
The device was returned to olympus for inspection and confirmed the event. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage or degradation, environmental issues like dust/contamination/humidity, optical issues, thermal issues, or electrical issues like signal loss or circuit breakage. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the forceps lever of the videoscope was sticking. There was no patient involvement.